Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a  patient has been in the hospital since device implant on (B)(6) 2017. The patient did not experience any device related issues, but post-surgical issues. The patient underwent a small bowel resection for "dead gut" on (B)(6) 2017. Following that resection, the patient then developed an ileus requiring a colostomy on (B)(6) 2017. The patient was unable to be weaned from the vent post-operatively and ended up having a tracheostomy as well on (B)(6) 2017. He was on and off dialysis for acute kidney failure and never "thrived" post-implant per the site. A family meeting was held on (B)(6) 2017 and the family decided to withdraw care on the patient on (B)(6) 2017. The patient expired shortly after. The site does not consider his death or post-op course to be specifically related to the pump. An autopsy was declined so the pump will not be sent back. All peripheral equipment was disposed by the site. No further information was provided by the site.